Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. Upon removal from the patient, the capsule fell off onto the floor. No serious injury to the patient was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.